Manufacturer narrative:
A review of the complaint and mfg documentation found no anomalies or deviations, potentially related to the event occurred during the mfg process. This is a final report.

Event description:
A report that the pt's precision system was explanted was received. The pt reported that the ipg was generating heat on a nerve and caused discomfort.